Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple device not communicated and multiple sites are in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A technical support specialist dialed into the station for the repair of the time server, and the station was flagged for a maintenance issue. The steps to repair were completed. A tss shared a knowledge article titled "medstation es ¿ multiple devices in unknown device ¿ no active facility snapshot at the device." The system functioned as intended after the technical support specialist troubleshot the device.